Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. On the same day as onset, the patient began treatment with injection vancomycin (1 gram, once daily for five days, intraperitoneally) and injection cefazoline (1 gram, once a day, intraperitoneally). Treatment with cefazoline was ongoing at the time of report and the patient was recovering. Dianeal therapy was ongoing. Additional information is not available.